Event description:
It was reported that the patient presented in the clinic with a pacemaker that was unable to be interrogated by a programmer. Programming changes were made. The patient was stable throughout.